Event description:
We continue to experience this event when we plug a bed into an electrical outlet and the electrical breaker is tripped. Typically it is not known immediately the breaker has tripped. This causes the beds not to charge. Manufacturer response for hospital bed, intouch zoom (per site reporter): manufacturer has been made aware. Beds were tested from OEM prior to arriving at our hospital. Manufacturer feels breaker specifications could be the culprit.